Event description:
Boston scientific received information that this patient suffered a respiratory arrest following defibrillation threshold (dft) testing performed during the implant procedure. The patient recovered to normal sinus rhythm, however was later pronounced neurologically impaired. The local area sales representative (sr) suspects the respiratory arrest may have been due to the anesthesia used for the patient during the procedure.

Manufacturer narrative:
Additional information was received from the physician indicating that the patient actually experienced a spontaneous intracranial hemorrhage during the procedure which was identified from a CT scan. Initially the physician suspected the neurological impairment was a result of the anesthesia used during the case, however now believes this was not the case and that the patient had just spontaneously suffered a stroke. The patient subsequently passed away a couple weeks later. The exact date of death was not known.

Manufacturer narrative:
The sr was contacted for additional information, however was not aware of any changes in the patient's medical status. The sr stated he would contact boston scientific should he become aware of any new information.